Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional analysis were performed on the returned device. The reported balloon rupture and inflation issue were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery. A 3.0 x 15 mm trek balloon was not able to be fully inflated during the procedure. It was therefore taken out of the anatomy and inflated again on a table where a leak from a pinhole was noted. There was no resistance in advancing the balloon catheter inside the anatomy. The device was replaced with another balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.